Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working as expected. Two weeks later, a surgical procedure was performed in which the pump and reservoir were replaced. It was indicated that the previous reservoir was not removed. During the procedure, a hole was found in the reservoir; however, the cause of the perforation was not identified. There were no patient complications reported.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working as expected. Two weeks later, a surgical procedure was performed in which the pump and reservoir were replaced. It was indicated that the previous reservoir was not removed. During the procedure, a hole was found in the reservoir; however, the cause of the perforation was not identified. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The pump was visually and microscopically examined, revealing the kink resistant tubing (krt) was worn down to the filament. Upon functional testing the pump did not pass the inflation test. Based on the information available and analysis results, the pump not passing the inflation test could have caused or contributed to the reported clinical observation of mechanical issues.